Event description:
The technician alleged that the bed had no bed functions and the battery led was lit. No injury reported.

Manufacturer narrative:
The technician replaced the power control module to resolve the issue.